Event description:
It was reported that the patient presented during implant procedure. During procedure, the atrial lead needed to be repositioned multiple times. After a few repositioning, the helix of the lead was difficult to retract and extend. The reported lead was not installed and the procedure was completed on (B)(6) 2024. The patient was in stable condition.